Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient experienced poor best corrected visual acuity and intolerable asthenopia. The surgeon indicated over correction of 1 diopter of cylinder, therefore the lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut into two pieces. One piece has marks on the optic in the shape of a surgical instrument used to grasp the lens. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Information was provided that in the surgeon's opinion the cause of the even was post op indication of over correction of 1 diopter of cylinder. There are three other complaints in this lot. The manufacturer internal reference number is: (B)(4).